Event description:
It was reported that a patient underwent a pelvic floor repair procedure on an unknown date. In 2008, the patient was diagnosed with a yeast infection. As a result, the patient was prescribed diflucan.

Manufacturer narrative:
Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.